Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included tooth pain and facial pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Amendment: the report was amended for the following reason: after internal review, case was upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included tooth pain and facial pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Amendment: the report was amended for the following reason: after internal review, case was upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included tooth pain and facial pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included tooth pain and facial pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2020: kub of the abdomen shows a normal bowel gas pattern. Tubal occlusion devices are noted. There is degenerative change of both sacroiliac joints.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter's information added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included tooth pain and facial pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital hemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital hemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal hemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital hemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal hemorrhage and vulvovaginal pain to be related to essure (ess205). Amendment: the report was amended for the following reason: after internal review, case was upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth pain and facial pain. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type:"), furuncle ("rashes or skin conditions type:rashes, boils"), tooth disorder ("dental problems") and alopecia ("hair loss"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rash, furuncle, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, furuncle, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-may-2019: pfs & mr received. Case become incident. Reporter's information was added. Date of birth was added. Added event abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes, boils, migration of essure device location of device, dental problems, pain, hair loss. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.